Manufacturer narrative:
One level 1 hotline low flow systems - hl-390 was returned for analysis. The device had a noisy pump a faulty printed circuit board, a cracked enclosure, and wear and tear damage to the front cover, tank cover, line cord, and pole clamp. The reported issue was confirmed and is found to be due to a cracked enclosure by drain fitting. The technician replaced the drain fitting and enclosure to correct the reported primary problem. The pump was replaced due to being noisy, along with the printed circuit board due to the defective alarm. Both covers were replaced due to cracks and heavy scratches. The line cord and pole clamp were also replaced due to wear over time.

Event description:
Information was received indicating that the level 1 hotline low flow systems - hl-390 leaked fluid. There were no adverse events reported.